Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. No sign of setscrew marks was noted on the terminal pin. The lead passed all electrical testing and was continuous. Laboratory analysis could not confirm the field allegations, the lead met specification.

Event description:
Boston scientific received information that during the implant procedure high out of range pacing impedances were noted on this right ventricular lead. It was not possible to pace or sense with this right ventricular lead. The pacing system analyzer was changed but the problem persisted. A new lead was used with normal measurements. This right ventricular lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.